Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the white outer jacket at 1 foot and 1 inch from distal tip, the fiber was tested with hene laser fixture, aim beam is present at location of the fracture; the fiber is bent and crushed at the location of break; the fiber does not exhibit signs of melting at the break location, the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Probable root cause: based on the device analysis, the probable root cause of the failure is excessive bending.

Event description:
It was reported that during a prostate procedure @ 413,328 joules of use and 42 minutes, "fiber broke while lasing." The fiber tip (cap) wasn't cleaned during the procedure. The procedure was completed using a second fiber. There was "no injury" reported.